Event description:
In 2003 doctor reported a sparc sling vaginal extrusion. Surgery scheduled for 2003. Doctor's nurse will capture more detailed information at the time of the revision surgery. Additional information received in 2003 indicates the sling was removed from the patient 5 days later due to erosion of the sling material, mild urinary retention, dysuria and pelvic pain. A cystourethroscopy was then performed and the urethra appeared normal as did the bladder.